Event description:
The customer states that on (B)(6) 2010 a patient sample generated a falsely positive toxoplasma igg result of 9.4 iu/ml. On (B)(6) 2010 a sample from this patient produced repeatedly negative results of 0, 0 and 0.1 iu/ml. No adverse impact to patient management was reported related to this issue.

Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 9k08-20 axsym toxo-igg reagent that has a similar product distributed in the us, list number 3b22-20 axsym toxo-igg reagent. An investigation is in process. A follow-up report will be submitted when the investigation is complete.